Event description:
Patient reported that about a year ago she just changed her cartridge and unintentionally primed the tubing while she was still connected to the pump. Patient stated she went to bed right after without testing her readings and her husband woke up to her gurgling noises. Patient reported her husband attempted to wake her, but could not; paramedics were called and rushed her to the hospital where her blood glucose level was at 13 mg/dl. Patient reported the hospital treated her and released her later that day; treatment received was unknown. Patient stated she cannot recall what time she tested prior to the incident and could not recall what the readings were prior to the incident. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.